Event description:
The tech was cleaning the instrument by wiping off the charred tissue, the silicone insulation on the opposite side of the wire came off. A second device was opened to complete the case with no further complications. No pt info was provided.

Manufacturer narrative:
The instrument used in surgery was discarded by the hosp and will not be returned, therefore no investigation could be conducted and this complaint is closed. No lot number was provided; therefore the device history record could not be reviewed.